Event description:
It was reported that the staff of surgery room found a little black foreign object in the package of product. However, the kit worked with no problem. No health hazard to the pt was reported.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.